Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, an alliance ii handle was used in conjunction with the trapezoid basket in an attempt to crush a stone. However, the basket wires broke and would not reopen. The basket was removed with stone entrapped. The procedure was completed with another trapezoid rx basket. There were no patient complications reported as a result of this event. The patient's condition post procedure was reported to be good. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block h6: device code 1069 captures the reportable event of basket wire break. S device code 2921 captures the reportable event of basket failure to release stone. Block h10: visual inspection of the returned device found the handle cannula was broken and kinked in the handle assembly. The distal section of the working length was severely kinked. The sidecar rx tunnel was torn. The coil assembly and sheath were bent as well. The device was cut to expose and inspect the basket assembly, and it was observed that the basket wires were not broken. Based on all available information, the investigation concluded that procedural factors encountered during the procedure likely affected the device's performance and integrity. Handling and manipulation of the device during its use can result in bending of the working length. This condition would cause resistance during the handle actuation leading to kinking and breaking of the handle cannula, sheath tearing, and the working length kinking. This indicates that a lot of force was applied to the handle to crush the stone. Even though the basket wires did not have any visual damage, the handle cannula was broken causing issues to reopen the basket as reported in the event. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2020. According to the complainant, during the procedure, an alliance ii handle was used in conjunction with the trapezoid basket in an attempt to crush a stone. However, the basket wires broke and would not reopen. The basket was removed with stone entrapped. The procedure was completed with another trapezoid rx basket. There were no patient complications reported as a result of this event.the patient's condition post procedure was reported to be good. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.